Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error. Customer was mountain biking and thinks the buttons were pressed. Blood glucose value is 80 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device was received with minor scratches on lcd window. The device was received with cracked case at display window corners.